Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (value not provided). Reportedly, the cause is customer is a brittle diabetic. Although requested, customer declined troubleshooting from tandem technical support.